Event description:
Following successful stent placement, the catheter was retracted. Resistance was met moving the device through the 8 fr guide catheter. After several attempts the device was successfully removed. No patient injuries or complications were reported. The patient's status was reported as 'fine'.